Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary background test, went into self-safe mode on its own. No adverse effects were reported.

Event description:
Additional information received via email: no patient involved in the incident.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed pump was in good condition with no appearance of any physical damage. A review of the event history log identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the reported issue. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker for preventive. Performed preventative maintenance and all functional tests which passed.

Manufacturer narrative:
Additional information was received indicating that there was no patient involvement. Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.